Manufacturer narrative:
Arjo become aware of an event involving enterprise 9000x bed. It was reported that the user suffered an electric shock whilst plugging the bed power cable into the wall socket. The user did not sustain any injury as the consequence of this event. Following the incident, it was found that the main power cable was physically damaged. The circumstances in which the damage occurred were not revealed by the customer. The enterprise 9000x instruction for use 746-591-en rev. 02 provides the following information: ¿the power supply cord is fitted with a plastic hook. When not is use or before moving the bed, clip the hook onto the head board, coil up the cable and place it over the hook." There is also recommended to visually check power supply cord and mains plug weekly. If either the plug or cable is damaged then cable must be replaced by an approved service agent. To sum up, the complaint was decided to be reportable due to allegation of the electric shock sustained by the user. There was no indication regarding patient involvement. When the event occurred, the device did not meet its performance specifications. Upon the conducted investigation, we were able to determine that damage of the power cable was a contributing factor to the electric shock occurrence.

Event description:
Arjo become aware of an event involving enterprise 9000x bed. It was reported that the user suffered an electric shock whilst plugging the bed power cable into the wall socket. The user did not sustain any injury as the consequence of this event.